Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, the wall adapter was damaged and was unable to charge the pump. A replacement wall adapter was sent to the customer. Customer¿s blood glucose value was 226 mg/dl.